Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site,tested the system and found no error message visible in the console regarding the generator. The site the reported the issue recurred after which the generator console had the message "power on generator". System performed as intended. The medtronic representative performed an imaging system check-out, all areas passed. After testing the system the medtronic representative opted to replace the atp board preventively. No parts have been received to the manufacturer for analysis.

Event description:
A site representative reported that the imaging system as continuously beeping on startup. To resolve the issue the site rebooted the system, after the third reboot the site reported the beeping stopped. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect atp board finds that the device was fully functional with no problem found. Installed atp console in test imaging system after clearing error 10 one time. Start-up, generator ready and both 2d and 3d imaging are successful. The reported event could not be duplicated by medtronic personnel.